Event description:
The patient reported the top set of aligners broke, so the patient reverted to the prior step. The top aligners pulled out the patient's crown. The bottom set didn't fit (very loose and pops out), so the patient reverted down to prior step.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.